Manufacturer narrative:
(B)(4). Device inspected. Customer reported they wanted the device back without repair of the malfunctioning button.

Event description:
It has been reported that a button is not functioning properly.